Event description:
It was reported during a mandibular distraction surgery on the right mandible of a pediatric patient, the right distractor was secured with screws. The activation wire was inserted to adjust the distractor, but the wire would not turn. The right distractor was removed and was tested by the surgeon once removed but would not work. The same activation wire was used in the left distractor and appeared to "jam" during the second turn; however, they were able to get the activation wire to work in the left distractor to complete the left sided distraction. The reported activiation wire was left in the left distractor in order to continue to complete the course of the patient's distraction protocol. Another distractor was used on the patient's right side to complete the surgery. This issue prolonged the surgery by three (3) hours. No other adverse patient consequences were reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. A review of the complaint database revealed no other complaints for this device or this issue within the review timeframe. The device was not returned for evaluation as it remains in the patient's left distractor in order to continue the patient's distraction protocol. Based on the information received and the investigation performed, the root cause could not be determined.